Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported the healthcare provider (hcp) moved the pump under the muscle after ten years and it was great. It was noted the pump looked like a "tin can" and "hockey puck" in the stomach so she was glad the hcp moved the pump. It was further reported they first put the pump in the middle of her stomach and he was supposed to put it on the left, and he re-opened her fusion and put it under her belly button and had to replace due to infection. It was also reported the pump was not catching on anything (handle or counter) and it was much safer now because it was dangerous before. The patient was very glad and happy the hcp moved the pump and was happy with her doctor. The patient did not want to provide any more information. No further complications were reported.